Event description:
(B)(6) same patient, same side. Revision of inlay and head left side because of "mechanic complication" (as per sales rep this was a pe inlay breakage). Date of first revision: (B)(6) 2012. Date of second revision: (B)(6) 2012.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the 215258 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Medical records and x-ray(s) were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.